Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 2 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the valve presents with leaflet motion restriction. The patient is being evaluated for a treatment plan. Additional information received via medical records indicated the patient had presented with shortness of breath and chest discomfort approximately 3 years 1 month post implantation. A transesophageal echocardiogram (tee) was performed, and the valve presented with degenerative changes of the leaflets with restrictive mobility of the right coronary cusp (rcc) and left coronary cusp (lcc) leaflets. The plan is to likely explant the valve and implant a surgical valve.

Manufacturer narrative:
Additional medical records were received and revealed that approximately 3 years 3 months post implant of a 29mm sapien 3 valve, the valve was explanted, and a surgical valve was implanted. It was noted that the valve had moderate thickening, moderate calcification, and severe aortic stenosis. The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery was provided; however medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification was confirmed based on the medical records provided. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the event. A review of IFU/training materials revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valves (thv) undergo a treatment process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. As reported, 'approximately 3 years 3 months post implant of a 29mm sapien 3 valve, the valve was explanted and a surgical valve was implanted. Additional medical records were provided, and review of the records showed the valve had moderate thickening, moderate calcification, and severe aortic stenosis.' As noted in the medical records, the patient had a history of hyperlipidemia and diabetes mellitus. It is well known that patients with diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as reported. In this case, available information suggests that patient factors (pre-existing valvular disease, hyperlipidemia and diabetes mellitus) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.